Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - insertion part is peeling off. - metal part is visible. - insufficient bend angle - insertion part coating peeled off - scratches on universal cord and video cable - a-rubber [bending section cover] adhesive part chipped - scratches on video connector, scratches on lg [light guide] connector, scratches on video connector case - lg connector label peeling off - scratches on control body, sw-box [switch box] scratches, scratches on control body cover, grip scratches, ud [up/down] plate scratches, a lever [angulation lever] scratches - universal cord protector scratches - image abnormality (flare) - insertion part watertight - control body corroded, grip leaking, ud plate leaking, - universal cord leakage - lg bundle leak a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, no further presumption of cause could be established from the information obtained in this investigation. As result of confirming the instruction manual, it was found that there is description related to the events: instructions rhino-laryngo videoscope olympus enf-v3 important information - please read before use warning and cautions ¿ do not coil the bending section, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not twist or bend the bending section with your hands. The endoscope damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope exhibited the resin part of the image guide hose falling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.